Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter postoperatively, the staples were partially deployed but were stuck in the end of the stapler. The patient had to come to the emergency room on (B)(6) 2024, because it was not possible for the private nurse to remove the staples. The patient experienced intense pain when the staples were removed and had skin lesions related to the removal of staples. Actions were taken in the healthcare facility for the management of the patient.